Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during central processing, the force bipolar instrument had both jaws hinges misaligned at the working end. There was no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no patient involvement.

Manufacturer narrative:
The instrument was found to have a grip tang bent preventing grips from opening as reported by the customer. The grips do not show cracking damage. The instrument was found to have a severely bent grip with misalignment of the grip-tips preventing grips from closing. The instrument was found to have a broken conductor wire at the for-amplification pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. The probable root cause of the bent grip tang is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.